Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose exceeding 400 mg/dl. The drive support cap was also loose. Troubleshooting was declined for high blood glucose. No further details were provided regarding symptoms or treatments of the hyperglycemia. The insulin pump will not be returned for analysis.